Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the prime, displacement, and excessive no delivery tests, no alarm noted. No cosmetic damage was noted on the device. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarming no delivery. Her blood glucose was 410 mg/dl, treated with a bolus four units by syringe. Troubleshooting was performed and no anomaly was noted on the reservoir or infusion set. Customer was advised to perform manual prime. Customer was advised the device needed to be replaced and to revert to her back up plan. Blood glucose of 407 mg/dl was also mentioned. She agreed to return the insulin pump for analysis.